Manufacturer narrative:
Upon completion of the analysis, this event will be updated.

Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory identified a product performance issue. Further analysis will be performed.

Event description:
- -

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, initial analysis revealed this device had not reached elective replacement indicator (eri) while implanted. In addition, review of device memory revealed therapy was available at explant. The device had been explanted with the leads still attached. Memory confirmed the device had shocked into a shorted lead damaging this device. Analysis concluded the damage was induced after explant.